Event description:
Account alleged that bed has head section drift, tech to repair.

Manufacturer narrative:
Tech found defective gas springs on head end of bed. Tech replaced gas springs to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.